Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(4) 2011, product type: lead. Product ID: 37752, lot# serial# (B)(4), product type: recharger, product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
No additional information received. Additional information received reported that the statement ¿not able to get the flipped,¿ was meant to express an inability to get the battery out of overdischarge. It was stated that the battery had not flipped in the patient¿s pocket. It was noted that a date for a replacement had not been set, but it was a possibility that the pocket would be moved to the patient¿s other side. It was stated that since the patient was implanted, he has had shoulder surgery, which made it difficult for him to reach back to recharge. It was noted that more information would be sent once the replacement was completed.

Event description:
It was reported the implantable neurostimulator (ins) had a third confirmed overdischarge. It was unknown if a physician mode recharge (pmr) was performed. It was noted a power on reset (por) occurred. The error code that accompanied the por was not specified. Actions required as a result of the event were not specified. It was not specified if any diagnostic testing or troubleshooting was performed. It was not specified if there was a product issue or if the issue resolved. It was not specified if the cause of the issue was determined. Additional details about what happened to the patient relevant to the event were not specified. The patient¿s status at the time of the current report was not specified. Additional information received reported the manufacturer representative (rep) was not able to get the battery flipped. It was noted the rep would set another date and request replacement and the pocket be on the patient¿s right side because the patient couldn¿t recharge the battery on the left side due to the shoulder injury after the first spinal cord stimulator implant. Additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.